Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy by the right ventricular (rv) lead during a surgery procedure due to the use of an electrocautery. A lead integrity alert (lia) triggered for oversensing, sensing integrity counter (sic) and non-sustained episodes with possible noise. The lead remains in use. No patient complications have been reported as a result of this event.